Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned. The location of where the actuator broke is unknown at this time. A new bed frame was delivered to the customer on (B)(6) 2014. This problem has been assigned CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer emailed stating that they had a bed frame with a broken weld.